Event description:
The recipient was reportedly an inconsistent user of the device. The recipient elected revision surgery due to medical need for an MRI. The recipient's device was explanted.

Manufacturer narrative:
The recipient's explant surgery reportedly went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly not reimplanted. The external visual inspection revealed that the electrode array was severed, as well as sliced silicone and tool damage to the top cover and near the fantail region. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. However, this device had an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.